Event description:
Customer claimed damage to charging cord/brick per interaction notes; unit received to identify damage existed at cord/device connection. Customer made no claims of injury or property loss - requesting follow-up from customer.